Event description:
During the procedure, the stent catheter would not cross the lesion. However, when attempting to remove the stent, the stent became detached from the delivery balloon, not at the sheath, but just proximal to the lesion and could not be retrieved. To correct this problem a catheter was passed over the .018 wire into an old stent into the distal aorta. A .018 wire was then passed through the catheter, and a balloon angioplasty catheter was passed through the stent. Balloon angioplasty was performed on the visi-pro using an 8x4 balloon, which expanded the stent distally. In order to balloon it proximally, another balloon was used. The visi-pro stent was deployed just distal to the old stent and a decision was made to deploy on add'l stent to overlap the two stents. Pt is fine and doing well.